Event description:
The report received from the FDA indicated that a male patient with history of breast cancer s/p mastectomy, hernia repair and cholecystectomy was admitted for 1t foot swelling. Lower extremity duplex revealed recurrent dvt-1t pop & posterial tibial veins, patent iliacs & vena cava. While on coumadin an ivc filter was placed, and the patient was discharged home. Pod 9 presented to the clinic with b/1 leg swelling and a repeat lower extremity duplex showed ivc thrombosis. Dates of use: 2000 - 2008. Diagnosis or reason for use: recurrent lower extremity dvt while on coumadin.

Manufacturer narrative:
A male with history of breast cancer s/p mastectomy, hernia repair, cholecystectomy admitted for 1t foot swelling. Lower extremity duplex revealed recurrent dvt-1t popliteal & posterior tibial veins, patent iliacs & vena cava - while on coumadin ivc filter placed and patient was discharged home. Pod 9 presented to the clinic with b/1 leg swelling and a repeat lower extremity duplex showed ivc thrombosis. Dates of use: 2000 - 2008. Diagnosis or reason for use: recurrent lower extremity dvt while on coumadin. Review of the maude database does not indicate any additional information. Therefore, no further investigation of this event can be made. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. This report of ivc thrombus is considered related to the natural physiologic response and progression of existing patient's morbidities and is not related to the vena cava filter. There is no evidence that the vena cava filter itself causes thrombosis.